Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right colon resection, the stapler was unable to fire while being use to cut the distal end of the colon. The surgeon was able to press the green button but unable to squeeze the handle. The jaws of the device lock on tissue and it was removed by open front port. There was no patient injury.